Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the act button was not working properly. The patient's blood glucose at the time of incident was 497 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer removed and reinserted the battery three times, but the keypad anomaly persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with frozen screen and a constant watchdog alarm, problem isolated to mother board. Unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify button/keypad unresponsive due to frozen screen. No damage/moisture on keypad trace noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.